Manufacturer narrative:
The t:slim pump user guide indicates replace the cartridge every 48 hours if using humalog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 463 mg/dl. The customer delivered a manual injection to stabilize bg level. During troubleshooting with tandem technical support (cts), a system check was performed and indicated that the pump was functioning as intended. The customer declined to check infusion set site. The customer stated that they change cartridge every 3 days. The customer was educated on humalog labeling. A recommendation was made for the customer to contact the healthcare provider to discuss factors that may affect bg level.